Manufacturer narrative:
(B)(4).the problem was confirmed, based on the customer report. The root cause was use error.a labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report.the exact transfer set product involved in this event was unknown. Therefore, a product code and 510k number cannot be provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a leak from a transfer set which occurred after therapy. The home patient (hp) stated that when the therapy was over and she disconnected, the solution started pouring out of her transfer set. She quickly capped it off, cleaned it up, and put a cap on it but wanted to know what she should do. The technical services representative (tsr) advised her to call her nurse as soon as possible and/or go to the emergency room. The hp understood and will try calling her nurse. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.